Manufacturer narrative:
Product analysis # 701680384:findings: it was reported that the ht70 ventilator's generated an abnormal noise. An oxygen mixer (serial: (B)(4) ) with green hose was received under the complaint number. The reported symptom was verified from the oxygen mixer. The oxygen mixer was installed on a test ht70. The unit was adjusted to standard settings. The mixer was adjusted between the 21%, 40%, 60%, 80% and 100% to check for abnormal noise, noise can be heard between 60% and 100%. Mixer disassembled, found dirty filter, and a stained diaphragm. Root cause of abnormal noise cannot be determined as the mixer is clean and free of abnormal material.

Event description:
It was reported, that at a time of maintenance, an abnormal noise was generated at fio2 80%. No patient involvement.